Event description:
Post physiotherapy on (B)(6), 2020 pain on the right thigh. Hip check at the hospital on (b)(6. Clinical rotational pain on the right hip, radiology reports shows a fracture of the ceramic head.

Manufacturer narrative:
Additional information which was received on (B)(6), 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b3, b5, d6, d7, h2 corrections: g4, g7, h10 the manufacturer received per for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and experienced implant fracture. It is unknown whether revision surgery has been performed.

Manufacturer narrative:
Event description: it was reported that the products were implanted on (B)(6) 2018. After physiotherapy on (B)(6) 2020 the patient experienced pain on the right thigh. The hip was checked at the hospital on (B)(6) 2020 and found clinical rotational pain on the right hip and radiologically a fracture of the ceramic head. The products were revised on (B)(6) 2020. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion was already requested. Three attemps were made to request medical data and documented. Patient data: male, born 1959, 63 kg, 158 cm, it is unknown if there was any contributing conditions related to the event. Product evaluation: visual examination: the head and the insert were received for investigation. The ceramic head is fractured into several pieces. A slight seating pattern can be observed on one of the fracture pieces. The commonly observed seating pattern indicating a proper seating is usually observed around the entire head taper. The fracture fragments show slight metallic smearing in form of lines and dots that most likely occurred after the fracture due to contact with a metallic component and / or an instrument. Based on this visual examination the reported event of the fracture can be confirmed. The pe alpha insert shows damage in form of nicks and scratches. The engraving on the insert is no longer legible. The articulation surface is worn and damaged in such a way that there is hole through the entire wall thickness. The circular damage indicates the repeated contact of the stem taper with the insert after the fracture of the head. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. No ncr with a potential correlation to the reported event was found. Incoming inspection: the documentation showed that all of the 100 items that were delivered to zimmer biomet were also released. The documentation confirms that all dimensions correspond to the specifications valid at the time of manufacturing. The surfaces were tested with penetrant and are confirmed to be free of cracks. The surfaces do not contain any impermissible defects. Conclusion: it was reported that the products were implanted on (B)(6) 2018. After physiotherapy on (B)(6) 2020 the patient experienced pain on the right thigh. The hip was checked at the hospital on (B)(6) 2020 and found clinical rotational pain on the right hip and radiologically a fracture of the ceramic head. The products were revised on (B)(6) 2020. The visual examination showed a fractured ceramic head with only a slight seating pattern on one of the fracture pieces. Based on this it remains unknown if a proper seating between the head and the stem was achieved. The damages seen on the insert are assumed to be consequence of the head's fracture. Based on the investigation the reported event can be confirmed. However, the incoming inspection documentation confirmed that all dimensions correspond to the specifications valid at the time of manufacturing. The surfaces are confirmed to be free of cracks and did not contain any impermissible defects. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Further, no medical data was received for investigation. Therefore, any patient factors that may have contributed to sequence of events leading to the revision surgery remains unknown. The reason for the head fracture could be multifactorial. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.